Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extended pulmonary vein isolation procedure, a strong cough reflex was observed, followed by the onset of wheezing and a decrease in oxygen saturation. Suspected pharyngeal and tracheal spasm were noted as possible procedure-induced complications. Type ii respiratory failure developed, with a paco2 around 70 mmhg. Ventilation was switched from asv to manual bag-valve ventilation. Intramuscular adrenaline 0.5 mg, an antihistamine, and a corticosteroid were administered for a suspected contrast media allergy, but the absence of skin rash and stable blood pressure led to suspicion of airway spasm. Endotracheal intubation and mechanical ventilation were required. Administration of neuromuscular blockade improved ventilation. Bronchoscopy was performed and found to be clean. The procedure was completed successfully after stabilization, but the patient required admission to the intensive care unit. The patient was extubated from mechanical ventilation the following day and recovered. No further patient complications have been reported as a result of this event.